Event description:
The customer reported the machine is not working, alarm. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on additional information received, the initial reported issue related to failure to alarm, was incorrect. The actual allegation was related to an alarm that occurred as a result of a damaged device. This issue/case is no longer considered reportable.

Event description:
The customer reported the machine is not working, alarm. Follow up was conducted, which confirmed that the customer was getting an alarm on the mp20 device, which was related to bis module damage. The issue was found during servicing, and there was no patient harm/death, serious injury reported to have occurred as a result of this issue. The reported problem on the intellivue mp20 cannot be confirmed, as it was caused due to a defective bis module. Based on the additional information received, this issue is no longer considered reportable for the product.